Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2005 at l4/5 and l5/s1. Patient reports having continued pain. As an adverse outcome was reported an MDR is being filed to document this event.

Manufacturer narrative:
Little information is known at this time. No connection can be made between the reported event and any shortcoming of the device. Using two charite implants in one patient is an off label use. Charite is approved for use as a one level implant only. Surgeon implanted two discs. This goes against the information that is recommended in the instructions for use (IFU) supplied with each device.